Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to eccentric polyethylene wear.

Manufacturer narrative:
No device was returned for review. Photographs of the explanted femoral head and liner were provided which shows that rim of the liner has heavy damages and missing material. It was also noted that there are some wear marks on the inner surface of the liner. No further evaluation is possible using the photographs provided. Review of the operative notes confirms that the patient underwent left total hip replacement due to osteoarthritis. The trials gave excellent stability. The trials were removed and final components were implanted which also gave excellent stability and good range of motion. Review of the office visit notes that the radiographic evaluation showed that the acetabular component is well fixed and there is about 3 mm of eccentric positioning of the femoral head within the acetabulum. It is to be noted that the liner was in-vivo for more than 18 years 6 months. The patient activity level and adherence to rehabilitation protocol is unknown. The compatibility of only the head and liner can be checked since there is no information on the other implants used. However the head and the liner are found to be compatible. A product history search for the liner revealed no additional complaints against the related part and lot combination. With the acetabular liner being standard polyethylene, and having an in-vivo time of over 18 years, it is probable that it experienced expected wear that likely caused the reported osteolysis. This device is used for treatment.